Manufacturer narrative:
The availability of the device for evaluation is currently unknown. The reported event was malfunction of the remote control button of the endoscope during a procedure. No patient harm was reported. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 18-mar-2026, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10 serial number (B)(6) in china within the apac region. During an endoscopic procedure, the remote control button of the endoscope malfunctioned. The endoscope was replaced for capturing and saving endoscopic images. The procedure time was prolonged, but no harm was caused to the patient. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated. D8: was this device ever serviced by a third party? - "unknown" to "yes". G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions-updated. Additional information: d4: primary unique device identifier (UDI). D9: is this device available for evaluation? H4: device manufacture date. H11: evaluation summary. Evaluation summary: the reported event was a malfunction of the remote control button. The pentax engineer consulted with the user facility and confirmed that the malfunction was identified during use. The procedure was successfully completed using a backup device. No patient harm occurred as a result of this event, and no reports of patient harm have been received to date. Based on the investigation, a potential root cause of this event was deterioration and cracking of the rubber component due to frequent use of the button, resulting in malfunction of the button function. The device was repaired by a third-party service provider and returned to the hospital. The user facility was reminded to ensure that daily operation and reprocessing procedures are performed in accordance with the IFU. The investigation was completed and the device was returned to the hospital on 14-apr-2026. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on 20-apr-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the actual date shipped was confirmed as 07-may-2021. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information indicating deterioration in the patient's condition related to this event and therefore considers this medwatch report closed.